Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with high blood glucose of 459 mg/dl. The current blood glucose was 500 mg/dl. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Significant events leading to hospitalization was feeling sick. Customer wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.